Event description:
Physician ran the device about 1 1/2 minutes. He then took the device out of graft to clean fibrin from impeller, which took about 10 minutes. Physician then reinserted the device into pt's graft and advanced to the subclavian vein when pt screamed. Physician removed the device from the graft and injected dye and found extravasation. Physician felt the subclavian vein was perforated.